Event description:
It was reported that pt underwent primary knee procedure on (B)(6), 2006. Pt underwent revision surgery on (B)(6), 2010, due to foreign body irritation from unremovable cement at the back of the knee. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report filed (B)(6), 2010.